Event description:
Boston scientific received information, stating at post op testing. The atrial lead was under sensing some af waves, with pwave measured 0.3mv, sensitivity 0.15mv. The physician said the patient had a silent atrium, during implant. And that this was the best position for measurements. The device was programmed vvi 60, as backup pacing as requested by the physician. Dr. (B)(6). Lead implant date (B)(6) 2012, event date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).